Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant status. It was noted the code 1003 was potentially due to the cold. Technical services requested a save to disk be sent in for review. No further information, however, was received. The root cause for the code 1003 remains unknown. The device was not implanted, and there was no patient involvement.